Event description:
The hcp reported the pt had been experiencing mild withdrawal symptoms. A volume discrepancy was reported - the hcp went to empty the pump and the entire volume was remaining. No alarms were going off. The pt was supplemented with oral baclofen in 2005 and the pump was "turned off." The pump was explanted and replaced. During the surgery, the catheter was found to be broken. The pt outcome after the replacement surgery is reported as "doing well."